Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The account reported that the patient was transfused and returned to the operating room (or) to control post-implant pericardial bleeding. A transesophageal echocardiography (tee) showed a collapsed left ventricle (lv) and the septum shifting to the left. A pump ramp study was also performed. The patient was found to have kidney failure with ventricular tachycardia (vt) and severe right ventricular failure (rvf). The patient was placed on right ventricular assist device (rvad) support due to a high central venous pressure (cvp) of 28 mmhg and a positive balance of 16 liters. The patient was given inotropes including milrinone, norepinephrine, and epinephrine. The patient ultimately expired on (B)(6) 2021 due to the post-implant bleeding and acute rvf. It was communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The hm3 lvas IFU document lists bleeding, right heart failure, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had post implant complicated pericardial bleeding and severe, acute right ventricular failure. The patient underwent a transesophageal echocardiogram (tee), which showed a collapsed left ventricle and the septum shifting to the left. There was also a ramp study performed, the patient was transfused and returned to the operating room for bleeding control. The patient was put on right ventricular assist device (rvad) support due to a high central venous pressure (cvp) of 28 mmhg and a positive balance of 16 l. Inotrope support was given with milrinone 0.2, norepinephrine 0.5, and epinephrine 0.2. Kidney failure was also noted. The patient subsequently expired on (B)(6) 2021.